Event description:
The patient was revised because the humeral head collapsed. During the revision the trial head broke.

Manufacturer narrative:
Examination of the returned global trial confirmed the stem/stud portion broke off. Although the exact root cause could not be determined, it appears the global trial was over torqued. Product development and quality are determining if product improvement is necessary. The plate was not returned for evaluation. Provided info states patient was revised due to humeral head collapse and converted to a global shoulder. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change to outcome of the performed investigation, the complaint will be re-opened.